Event description:
Patient presented with a slight ectatic iliac; had implant of a bifurcated device and a proximal cuff in 2007. There was good seal at the end of the procedure. In 2008, the patient was brought back in to treat a distal type I endoleak with a limb extension.

Manufacturer narrative:
Review of lot records/ work orders, prior reports. No issues were noted. Operational context contributed to the event.